Manufacturer narrative:
Additional information: the device was not received for evaluation; therefore, a device analysis could not be completed. The homechoice and homechoice pro apd systems patient at-home guide gives instructions on how to bypass the initial drain. Performing an unassisted bypass during treatment can lead to accumulation of peritoneal fluid if a low flow situation is encountered. The device warns patients through alarms and the patient at-home guide warns users / patients that performing bypass can lead to an overfill. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient experienced feeling very full and difficulty breathing during dwell 2 of 5. The patient was connected to the homechoice pro device at the time of the events. The patient reported that during drain 1 of 5 the volume was 1372ml, fill volume was 1700 ml and "move on point" was 1530ml. The patient restarted the drain and the volume increased to 1392 ml prior to the patient deciding to bypass into fill 2 of 5. The fill volume started at 367ml. The patient requested assistance to drain. Renal therapy services (rts) assisted the patient to manually drain, the drain volume was 1626ml. The patient reported they felt much better and did not want to continue with therapy. Rts assisted the patient to end therapy. Rts advised the patient to contact the registered nurse to notify that therapy was not completed. Later the same day, the patient called the emergency services for the events and was subsequently admitted to the hospital. Treatment was not reported. Pd therapy was ongoing. At the time of this report, the patient outcome was unknown. No additional information is available.